Event description:
Due to a flared segment in the aortic neck, the main body graft was deployed farther below the renal arteries than anticipated. Ipsilateral iliac leg graft was deployed without complication, but as a result of the placement of the main body graft, a greater overlap of the leg graft with the main body was obtained. However, upon viewing, the physician elected to extend the landing zone of the leg graft a little farther into the common iliac artery, maximizing the sealing area from 17mm to 35mm. An iliac leg graft was deployed inside the initial ipsilateral leg graft to achieve the extra length for the landing zone. Post angiogram of the modular device revealed what was thought to be a proximal type I endoleak. A main body extension was placed proximal to the main body graft to provide coverage of the 8mm below the renal arteries. A second angiogram was performed visualizing proximal endoleak presence. The main body extension was re-ballooned, but endoleak was still viewed. Proximal endoleak was now thought to be a type ii endoleak originating from collateral arteries. Procedure was concluded with follow-up CT to be performed at a later time. Please refer to 1820334-2004-00309 for additional info.